Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after experiencing a vibratory alert. The vibratory alert was for upper high voltage lead impedance. It is possible there is an issue with the superior vena cava coil. Changing the shocking configuration and performing a defibrillation threshold testing were recommended. No further information is available.